Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that significant resistance was felt during advancing.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. It was further reported that significant resistance was felt during advancing.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A test guidewire loaded successfully. No issues were identified during the product analysis.